Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had pain at the device site since (B)(6) 2016. It was unknown if there were any environmental, external, or patient factors that may have led to the event. The diagnostics performed were device analysis with an x-ray scheduled. The device was removed by the hcp after finding the pocket was infected. The total system was explanted and the patient was alive with no injury. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.